Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on (B)(6) 2022 for transmitter with serial number (B)(4). However, transmitter with serial number 8dmecm was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was not found within the investigation window for serial number 8dmecm. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.